Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose was 42, 248 mg/dl. The customer was treated with food. The customer was not want to go through troubleshooting for low blood glucose. As she knew she had given herself too much insulin. The customer stated that the sensor cannula was bent. There was calibrations not accepted and change sensor alarm. The troubleshooting was performed for the sensor glucose versus blood glucose, calibrations not accepted and change sensor alarm. The insulin pump will not be returned for analysis.